Manufacturer narrative:
(B)(4). Results: endoleak, aneurysm rupture. Disease progression. Conclusion: disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented to the hospital with a ruptured aaa approximately one month ago. Imaging demonstrated the proximal cuff yrec28375 was approximately 2cm below the right renal artery and there was a partial component separation of the bifurcated device and proximal extension cuff. The aortic neck was dilated and measured 28 mm in diameter at the renal arteries. A 36x36x49 endurant cuff was placed to resolve the type ia endoleak and two 16x16x93mm endurant limbs were placed in each limb to resolve bilateral type iii endoleaks. Final images demonstrated no evidence of any endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: after the implantation of the aortic cuff the angiogram revealed that there was a good seal at the renal arteries but there was still an endoleak. The angiogram revealed that there was also a type iii endoleak between the bifurcated stent graft and the proximal aortic cuff, which was not noticed on the recent CT scan. Since the type iii endoleak was not apparent on the recent CT scan, the endurant aortic cuff was not long enough to cover the type iii endoleak between the aneurx aortic cuff and the aneurx bifurcated stent graft. The physician elected to implant two 16x16x93mm endurant limbs, side by side above the flow divider inside the aneurx bifurcated stent graft, which bridged the endurant aortic cuff to the aneurx bifurcated stent graft. There were no endoleaks in the iliac limbs and the iliac stent grafts did not require intervention. The final angiogram revealed that the migration and the type I and type iii endoleaks were resolved. Initial MDR was not required.